Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) which "seemed not attributed to normal battery depletion." The ipg was reprogrammed to the original settings and remains in use. No patient complications have been reported as a result of this event.